Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulmonary vein isolation procedure, a nrg transseptal needle was selected for use. Patient had tortuous blood vessels in the lower limbs. It was noted that due to the tortuosity of the lower blood vessels, the insertion took a considerable amount of time. The transseptal technique was performed as usual. The energization was performed 3 times and seemed to be achieved, however the device could not advance to the left atrium. Thus, the procedure was continued with another product. No patient complications occurred. It was difficult to advance and insert the needle. We carefully advanced it to the heart while checking the fluoroscopy. The device is not expected to be returned for analysis. The patient was in his 70s.